Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine cervical laceration ("laceration of the uterus"), vaginal infection ("recurring vaginal infection") and pelvic pain ("pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, uterine cervical laceration, vaginal infection and pelvic pain outcome was unknown. The reporter considered pelvic pain, perforation, uterine cervical laceration and vaginal infection to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.